Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced a high blood glucose of 400 mg/dl on (B)(6) 2020. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported the infusion set had pulled off and was bent. The customer also reported another high blood glucose event on (B)(6) 2020. The insulin pump will not be returned for analysis.